Event description:
It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa and a 24mm watchman closure device and delivery system was advanced. The closure device was deployed, but did not meet release criteria so required recapture. When attempting to fully recapture the device, the feet of the device were stuck to the laa tissue and would not release. A secondary operator maintained gentle forward pressure on the clear hemostasis valve on the system in order to slowly work the feet free from the laa. He successfully was able to do this, but then could not fully recapture the device into the sheath without the distal portion of the system kinking. They scanned the full length of the sheath on fluoro and did not note any other bends or kinks. Finally they were able to recapture the device by retracting the corewire knob. There was no pericardial effusion. The procedure was aborted due to difficult anatomy. The patient remained stable. The patient was discharged the next day and was noted to be doing well.